Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was chosen for the treatment. During the attempt to cross the target lesion resistance was felt. During withdrawal of the device the orsiro stent dislodged from the balloon. Eventually the stent was found in the renal artery and was adapted to the vessel wall.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon has been inflated and was partially deflated in the as-returned condition. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped between the two radiopaque markers. The stent was not returned for analysis. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.